Manufacturer narrative:
A visual examination of the device found that the button body shaft was nearly torn in two at approximately 1.5 centimeters from the flange. The tear was jagged and appears to have been caused by twisting motion while in tension. The proximal surface of the flange was cut many times by a sharp instrument and plug side was nearly cut off. The button body appears to have been properly molded. The condition of the returned unit was consistent with the complaint incident that the device shaft was torn. The damage found most likely occurred during cleaning/ rotation/ handling/ prep of the device, therefore the most probable root cause is operational context. Additionally it was noted that the flange had been cut numerous times with a sharp instrument. Therefore the most probable root cause for the observed damage is operational context. A review of the device history record was performed for lot 13587017 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13587017.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 the shaft of the button was tearing. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 the shaft of the button was tearing. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.